Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1, and g4 were updated. Qc was acceptable but on the high side of the mean. The field service engineer found that the cause was due to a loose thumb screw to the vacuum nozzle, and a missing spring from the screw and the compartment. The service actions (reattaching the spring to the thumb screw, cleaning all nozzles and the dilution cup, running the daily wash rack, and replacing all ise solutions and primed solutions) resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 154.1 mmol/l. The customer noticed that the initial result was high and repeated the sample on the other line. No questionable result was reported outside the laboratory. Repeat result: 141.3 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The customer mentioned that they had qc out of range after the electrode replacement. The field service engineer found that the thumb screw to the vacuum nozzle was loose, and the spring was missing from the screw and the compartment. He reattached the spring to the thumb screw, cleaned all nozzles and the dilution cup, and inspected the cup for chips. He then ran the daily wash rack and replaced all ise solutions and primed solutions. Ise checks, calibration, qc, and precision studies were performed and they were within specifications. The investigation is ongoing.